Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned and the fiber forward fired at 128,456 joules. No pt injury was reported. The device was not returned for eval.